Event description:
The user facility reported that during priming of the oxygenator circuit, the perfusionist notice fluid leaking from the oxygenator. The unit was changed out prior to the start of the bypass procedure. Therefore, there was no pt involvement.

Manufacturer narrative:
The returned sample was visually examined and leak tested. This examination confirmed a crack on the oxygenator housing. Leak testing confirmed the reported leakage due to damaged hollow fibers. Although, a definitive cause cannot be determined, the damage is consistent with a sudden stress, such as a drop shock. All units are leak tested during production and there were no indications of any production related problems in the device history record. Therefore, the fiber damage most likely occurred during shipping and handling. A review of the complaint files confirmed that this lot has not been reported previously for this issue. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. All available info has been placed on file in quality assurance for appropriate tracking, trending and f/u.